Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and locator assembly difficulty as the sample was not provided for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After the carotid artery stenting (cas) procedure, the angio-seal device was opened as usual. Then, the locator was attempted to be inserted into the insertion sheath to create the assembly. However, the locator became kinked, which prevented insertion. Since the package had been opened as usual and the device had only been manipulated on a level surface, the device was determined to be defective. Another angio-seal device was then used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was cas. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the angio-seal.